Event description:
No additional information has been provided at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: investigation the following fields were updated per additional information received: h6. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety, stress, anguish, limited physical activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The following allegations have been investigated: tilt, vena cava perforation, difficult to remove, anxiety, stress, anguish, limited physical activity no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. Device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2006 via the right femoral vein due to intracranial hemorrhage with dvt (deep vein thrombosis), a failed retrieval was attempted on (B)(6) 2006 because it was "not a permanent filter," and the filter was successfully removed percutaneously on (B)(6) 2016 because it was "no longer needed." Patient is alleging tilt and vena cava perforation. Furthermore, the patient alleges "I experienced severe anxiety and physical complications caused by the the ivc filter. The filter after the insertion hooked the ivc wall and was not able to be removed. The second attempt in 08/2016, the filter's primary 4 legs appeared to be outside the cava wall. These complications have caused significant anguish and stress to my health due to the health complications I could encounter in the future." The patient also states "I have not exercised or gone on long walks regularly like I once did because the ivc filter caused constant worry to my life and I'm fearful any physical activity would further complicate my condition." (B)(6) 2006, retrieval report (attempted): "no extravasation seen from the ivc." "1.the ivc is patent, with the gunther tulip retrieval filter in the infrarenal ivc. 2.there is no thrombus within the filter. 3. Multiple attempts to retrieve the filter were unsuccessful, as the hook is incorporated into the posterior wall of the ivc. As such, the filter was left as a permanent device." (B)(6) 2016, report from CT (computed tomography): "the inferior vena cava is patent. The patient has an infrarenal ivc filter. There is no significant thrombus trapped in the filter. The 4 primary legs of the filter do appear to be outside the caval wall. The anterior leg extends behind the duodenum without any apparent perforation into the duodenum. The left lateral leg sits between the aorta and posterior duodenum. The posterior leg abuts the upper anterior surface of the l3 vertebral body. There is some hypertrophic bony change at that location, and that bony change does appear to partially envelop the food of the posterior leg." "The far right leg abuts the duodenum without definite extension into the duodenum. In each case, there is roughly 10 to 11 mm of leg beyond the caval wall." (B)(6) 2016, retrieval report (successful): "an endobronchial forceps was introduced through the sheath and was advanced to the level of the infrarenal ivc filter, which was caught by the forceps on the second attempt and withdrawn into the sheath without difficulty. This was withdrawn through the sheath and examined - the filter was intact and no residual filter fragments were left within the ivc. Repeat cavogram demonstrated mild narrowing of the ivc at the level of the ivc filter, but no evidence of significant stenosis or extravasation."

Manufacturer narrative:
Occupation: non-healthcare professionals. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog and lot# are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter device sometime in (B)(6) 2006. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.